Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The pump was received with minor scratched display window, cracked battery tube threads, broken off reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 224 mg/dl at the time of the incident. The customer stated that there is a little crack on top where you screw in the insulin in. The customer stated that the reservoir compartment was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.